Event description:
It was reported that the patient presented remotely via merlin.net. Upon interrogation in clinic check, it was revealed that the pacemaker exhibited an inappropriate magnet response. Programming changes were made. There were no patient consequences.